Event description:
Tubing is not patent. No air or oxygen can flow through it. Discovered during a resuscitation. Needed to connect ventilation device (ambu-bag) to oxygen source to provide oxygen for pt unable to breath for self.